Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2019 this child had a fall and hit the right side of her head. The audio processor did not break, nor did she have any subsequent swelling or inflammation above implant housing.

Event description:
On (B)(6) 2019 this child had a fall and hit the right side of her head. The recipient was benefitting from the device prior to the incident. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6) , 2019 this child had a fall and hit the right side of her head. The audio processor did not break, nor did she have any subsequent swelling or inflammation above the implant housing. The recipient was benefitting from the device prior to the incident. There were no changes in health or medication. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Recipient was re-implanted but the device was not yet received for investigation. This is a final report